Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the implantation of an expired clip. It was reported that on (B)(6) 2018, a mitraclip was successfully implanted reducing grade 4 degenerative mitral regurgitation (mr) to grade 1. Upon review, it was noted that the device expired on 11/02/2017. The device worked as intended and the patient has not experienced any adverse effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. The mitraclip instructions for use to not use the mitraclip nt system after the use by date stated on the package label. Use of expired, reused or re-sterilized devices may result in infection, endocarditis and/or sepsis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.